Event description:
It was reported that the device was exhibiting post-paced t-wave oversensing. The device was reprogrammed and resolved the issue. Patient will continue to be followed-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.